Manufacturer narrative:
G4:08feb2021. B4:10feb2021. The customer was provided with part number for the solenoid valve. No further information although requested was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30dec2020.

Event description:
It was reported that the ventilator had a 'machine pressure sensor auto-zero failed' alarm. The customer inspected the ventilator's diagnostic logs and found error codes indicating "mach press sensor az failed." There was no patient involvement.